Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The ipg was explanted and a new ipg and two lead extensions were implanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.